Event description:
Caller reported a malfunction on the pump, specifically with malfunction code "malf 3," but stated that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by arranging to send a replacement pump with updated software and confirmed necessary delivery and return details with the caller, who understood and acknowledged the instructions.